Event description:
Reportable based on device analysis completed on 11-dec-2024. It was reported that crossing difficulties were encountered. The 75% stenosed target lesion was located in the severely calcified mid-right coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of same device. No patient complications were reported, and patient status was stable. However, returned device analysis revealed balloon torn longitudinal.

Manufacturer narrative:
Device evaluated by MFR: nc emerge (B)(4), ous 3.00mm x 12mm was returned for analysis. A visual and tactile examination identified no issues with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues, and a microscopic inspection identified stretching of the inner lumen within the balloon region. An examination of the balloon identified a 15mm tear across the main body of the balloon. Bumper tip showed no signs of distal tip damage.